Manufacturer narrative:
Only the locking screw is being returned for eval. This report will be amended when our investigation is complete

Event description:
It is reported that the articular surface locking screw did not screw into the tibial component/plug. Another surface was opened to utilize the locking screw.